Event description:
It was reported that the user¿s ilet pump was paused for approximately two hours during the late evening, after which the device delivered correction dosing that preceded a low blood glucose reading of 61 mg/dl. The user's father provided oral carbohydrates, and the user had not resumed ilet after pausing. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included on-site treatment with oral glucose and continued home monitoring without hospitalization. Investigation included customer care agent troubleshooting and education regarding appropriate pump use and resuming therapy after a pause. Investigation of this case revealed user management issues related to pausing and not resuming the device, with expected device behavior delivering correction dosing when active. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
Initial.